Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 120 units of insulin. Reportedly, the customer added more insulin to the cartridge to resolve the issue. In addition, it was reported that the customer experienced an elevated blood glucose level of over 400 mg/dl. Customer declined to further troubleshoot with tandem technical support.